Event description:
It was further reported that the target vessel reintervention for this pt was not related to the taxus stent. Therefore please disregard original report #6000093-2005-00984.

Event description:
Same patient as 6000093-2005-00981. It was reported that 179 days after a coronary artery drug eluting stenting procedure, the patient underwent a target vessel reintervention (tvr) by having coronary artery bypass grafting (CABG). The lesion being treated in the index procedure was a 2.5mm, 80% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. Approx 9 months after the procedure, the patient was hospitalized and underwent a tvr the next day for instent diffuse restenosis, by having CABG surgery. The patient was discharged 5 days later. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown.